Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was displayed as "high" a specific value was not provided the customer addressed this by administering a correction bolus via the pump and resumed insulin delivery after closing the alarm.